Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed diabetic ketoacidosis (dka) while wearing the pod and dexcom g6 sensor. The omnipod system and g6 sensor indicated the patient was experiencing hypoglycemia, which caused basal insulin delivery to be suspended. The patient reported the sensor provided an incorrect blood glucose value, and the patient was experiencing hyperglycemia, which then led to dka. The displayed blood glucose value and actual blood glucose value were not provided by the patient. The patient did not provide further details on the date of the event, the symptoms experienced, or the treatment provided. Dexcom was notified on 25 march 2026. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed infrequent instances of stretches of pod-sensor connection loss that caused the system to transition to automated mode: limited. The phb data confirmed that, while in automated mode: limited, the system was correctly delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate. It could not be determined if the sensors used during this period were correctly reading the user's glucose levels and sending the information to the pods. The exact cause of the reported discrepant glucose values could not be determined from the available cloud data.

Event description:
It was reported that the patient developed diabetic ketoacidosis (dka) while wearing the pod and dexcom g6 sensor. The omnipod system and g6 sensor indicated the patient was experiencing hypoglycemia, which caused basal insulin delivery to be suspended. The patient reported the sensor provided an incorrect blood glucose value, and the patient was experiencing hyperglycemia, which then led to dka. The displayed blood glucose value and actual blood glucose value were not provided by the patient. The patient did not provide further details on the date of the event, the symptoms experienced, or the treatment provided. Dexcom was notified on the event on 25 march 2026, the investigation finding was sent to dexcom on 23 april 2026. If additional information is received, a supplemental report will be submitted.